Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect, low power hazard, and no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file. The log file contained approximately 11 days of information (26nov2023 to 07dec2023 per timestamp). While the controller was connected to the mpu, abnormal power cable disconnect, low power hazard, and/or no external power alarms were observed at 17:12:55 on 18nov2023, 23:12:17 on 03dec2023, 23:13:51 on 03dec2023, 23:14:17 on 03dec2023, 21:41:45 on 04dec2023, and 2:08:34 on 07dec2023. During each of these events, the relative state of charge (rsoc) and voltage values of both power cables steadily decreased. No external power alarms then activated if/when the rsoc values reached ~0v. The controller¿s backup battery activated as intended and supplied power to the pump in the absence of external power. The abnormal alarms cleared when external power was restored to the controller. The observed events are consistent with a loss of ac power to the mpu. Pump operation was not affected by the observed alarms. The mpu (serial number: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information regarding any physical or environmental factors that could have contributed to the loss of power, but no response was received. The root cause of the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number was not provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having low flow alarms. Log files did not capture any low flow alarms. The log captured power cable disconnect, low power hazard, and no external power on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. These alarms were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no pump interruption during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.